Manufacturer narrative:
Additional information: it was reported that the re-entry point of the false lumen perfusion was at the end of the graft stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. As per the physician, the cause of the events is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 56mm thoracic aortic dissection. It was noted when the patient returned for follow up, five years and 1 month later, false lumen perfusion and a type ib endoleak was observed. No causes of these events were reported. No additional clinical sequlae were provided and the patient will be monitored.